Event description:
At about 6 months after primary, the patient came in reporting pain due to a potted stem and the cause is unknown. The surgeon revised the stem and head with competitor products and revised the medacta liner with a medacta liner. The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 06-dec-2024: lot 180043: (B)(4) items manufactured and released on 30-may-2018. Expiration date: 2023-05-21. No anomalies found related to the problem. To date, all the items of the same lot have been sold with no similar reported event during the period of review.